Event description:
The user facility reported that they had a peripheral case, that the doctor and fellow were performing. 6fr right femoral artery access. At the end of the case, it was decided to use angio-seal device for hemostasis. The wire was inserted for sheath exchange. Angio-seal sheath inserted, proper placement verified, wire and arteriotomy locator removed. Angio-seal device inserted into sheath; back end of angio-seal device slipped in to join the angio-seal sheath. The fellow attempted to set the anchor when the device ''broke'' per the fellow. The staff was unsure if the device was partially deployed. The angio-seal device was removed with the sheath and manual pressure was applied for hemostasis. The sheath came out "fairly smoothly'' per the doctor. The right femoral artery was visualized with ultrasound, no sign of angio-seal anchor or collagen found. The patient was stable overnight. There was no blood loss. The deployment instructions were reviewed with the doctor. Angio-seal in-service request was made for the fellows.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned sample included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear-locked position and was fully separated from the hemostasis sheath. The suture was deployed from the distal tip and was found to have been cut. No other damage or issues were identified. The hemostasis sheath was subsequently cut open to inspect the internal contents, and the anchor and collagen were found to have been present within the device. The complaint can be confirmed for a non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).